Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted partial splenectomy procedure, bleeding occurred from the splenic artery. The bleeding occurred during the dissection of the splenic pedicle. It was reported that the bleeding was not caused by any unexpected movement of da vinci products, and that no anatomical factors contributed to the bleeding. The surgeon said that this bleeding was potentially expected as part of the procedure. The amount of blood lost during this event was not provided, but the surgeon reported using cautery to control the bleeding. No blood transfusions were administered due to this event. As a result of the complication, the surgeon elected to convert the procedure to traditional laparoscopic surgery. The customer specified the conversion was not due to a da vinci product issue.